Event description:
Home patient (hp) reports pt line of homechoice set was not priming completely. Hp was able to prime line after restarting with new supplies. Per hp, there was no pt injury or medical intervention as a result of incident.